Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 31 mg/dl and 51 mg/dl. The customer was treated with carbohydrates. The customer did not report symptoms related to low blood glucose level. The customer did not allege insulin pump was over delivering. Displacement test was pass. The insulin pump will not be returned for analysis.